Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that all of the device was removed, and no implant happened yet. It was reported that the device was dead. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor issues. It was reported that the patient turned both devices off for a colon surgery that was not related to the medtronic device or therapy. After the surgery on (B)(6) 2018, the patient's left implant wouldn't come back on. The patient used the programmer to turn therapy back on, about a week later, it says it wouldn't connect. The patient was able to turn the right side device on. During the time of the report, the patient tried to connect and saw a por (power on reset) message. There were no further complications or anticipations reported with this event.